Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On the same day the sensor was inserted, the patient alleged he had an allergic reaction to the adhesive and had symptoms of dry mouth and difficulty swallowing and decided to remove the sensor. Upon sensor removal, the patient stated the symptoms went away immediately. He stated there was redness under the overlay patch area only (unspecified if a dexcom patch) and he was unsure whether he was allergic to the sensor patch or the overlay patch adhesive. At the time of the report, the patient was doing well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).